Event description:
It was reported that the ilet insulin pump¿s connector portion and cartridge became stuck inside the device, consistent with a mechanical connection issue involving the cartridge/connector component. Customer care provided support that included remote assessment with customer-provided photo review and step-by-step troubleshooting. Investigation of this case revealed that the user was able to gently rotate the connector with tweezers to disengage it and remove the cartridge, consistent with temporary mechanical interference that was cleared by manipulation. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included resolution after guided troubleshooting without hospitalization, or medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was user-serviceable mechanical obstruction of the connector-cartridge interface.